Event description:
The reporter stated that the patient's inr was 1.2 on the device. The lab inr was 2.0. His coumadin was increased. Two days later he was admitted to the hospital because he was coughing up blood. His inr was then 3.4 or 5.8. When performing the test on the 1.2 inr result, the office was sticking the patient's finger too soon before the device started to count down.